Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records indicate the patient experienced adhesions, fistula and urinary tract infection. Adhesions and fistula are listed as known possible adverse reaction in the instructions-for-use. While the medical records indicate the patient experienced uti, there is no indication in the medical records provided that the uti was related to the bard flat mesh implanted in the patient. The warning section of the instructions-for-use states "if an infection develops treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2009 - patient underwent a robotic assisted laparoscopic total hysterectomy, bilateral salpingo-oophorectomy, sacrocolpopexy with implant of a bard flat mesh and a rectocele repair. Per operative reports it appears the mesh was cut to size for this procedure. On (B)(6) 2009 - patient was admitted to the hospital with complaints of lower abdominal pain, nausea and vomiting. She was diagnosed with small bowel obstruction (sbo) due to strangulation from pelvic adhesions, vesicovaginal fistula and a urinary tract infection. On (B)(6) 2009 - patient underwent an exploratory laparotomy, resection of 12 inches of small bowel, incidental appendectomy and excision of abdominal adhesions. The operative details for this procedure note "the bowel was trapped within an internal hernia in the right side of the pelvis. The reason for the herniation was the presence of dense adhesions in the pelvis allowing the intestine to have herniated underneath the adhesions and having it twisted and locked in that position." There was no mention of the bard flat mesh in the operative details for this procedure. On (B)(6) 2009 - the patient had a neurology consultation regarding bilateral lower extremity weakness. Per md notes his impression was of what appeared to be "peripheral nerve injury oft he left femoral nerve." On (B)(6) 2009 - the patient consulted with a urologist regarding the previously discovered vesicovaginal fistula, chronic uti's loss of bowel function, urinary incontinence, and pain with intercourse. Per the md pelvic exam a "3cm clump of mesh and multiple prolene sutures exposed at the vaginal apex. Mild tenderness noted with palpation. She had no leakage visible at the apex but this could have been obscured from the exposed mesh." On (B)(6) 2009 - the patient had an md follow up exam to review MRI results completed on (B)(6) 2009. Md noted "following repair of the bowel obstruction she had significant resolution of her urinary incontinence but also developed a new onset of left hydronephrosis and also had evidence of mesh erosion in the vagina. On (B)(6) 2009 - the patient underwent cystoscopy, an attempted left retrograde pyelogram, vaginoscopy, and excision of the bard/davol flat mesh. On (B)(6) 2009 - the patient underwent an abdominal exploratory procedure with a left ureteral stent implant. Per the op details "prior to prepping and draping, the surgeon performed an exam of her vagina in a nonsterile fashion using a speculum. He found no evidence of any residual scar tissue; a pink, healthy well appearing vagina was what he found." On (B)(6) 2009 - the patient underwent removal of the ureteral stent due to chronic urinary tract infections.